Event description:
The ez35w was used during an unknown procedure. The device fired on the first firing, but second firing would not fire. Another ez35 was opened to complete the case. There was no buttressing material used. There was no consequence to the pt.